Event description:
Guidant received info that four months post implant, the implantable cardioverter defibrillator (ICD) reached end of life (eol). The device was explanted. A new ICD was successfully implanted.